Manufacturer narrative:
Evaluation summary: the unit was evaluated. The screen freezes and missing parts on display - confirmed. Replaced spo2 pcb due to fluid ingress. Replaced user interface pcb to correct reported problem. Replaced top case as it was damaged. Replaced bottom case as it was damaged. Installed keypad as an associative replacement. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure of the observed condition to the user interface pcb. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's screen was frozen and there was missing parts on display. It was reported that there was no patient involvement.